Event description:
It was reported that atrial undersensing was observed during atrial arrhythmia episodes via the remote data transmission. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator (ICD)  (B)(6) 2012. (B)(4).